Event description:
Burn on back from the icy hot heat therapy patch. Still have scar from burn today, at least six weeks later. Dose or amount: one patch, frequency: once a day, route: top. Dates of use: 2007. Diagnosis or reason for use: muscle pain in back. Event abated after use stopped or dose reduced? No.